Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history reveals loss of prime warnings associated with zero force and "no cartridge detected" warnings. During eval, the pump dispensed fluid during the load cartridge step and emitted a "no cartridge detected" warning.

Event description:
The pt's mother reported that the pump dispensed insulin from the cartridge during the load step and emitted a "no cartridge detected" warning.